Manufacturer narrative:
Qn#: (B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73m1900069 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020, in (B)(6) hospital, doctor found clip broken during loading into applier prior to use on patient.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. One cartridge was returned with one clip remaining. The returned sample was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip was broken at the hook side leg. R & d was consulted for this complaint issue. It could not be determined what exactly caused the clip to break at the hook side leg. It is possible that improper loading technique could have caused or contributed to this break, but this could not be confirmed since no other clips were returned. It is also possible that the end user could have used misaligned/damaged appliers, however the appliers were not returned for investigation. Therefore, although the complaint is confirmed, the root cause is undetermined. The IFU for the clip appliers, l02644, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." A corrective action is not required at this time as it could not be determined what exactly caused the clip to break. It is possible that improper loading technique or using misaligned/damaged appliers could have caused or contributed to this break, but this could not be confirmed. Therefore, the root cause is undetermined. Teleflex will continue to monitor and trend on this issue. The reported complaint of "broken/detached parts - clip - leg" was confirmed based upon the sample received. One cartridge was returned with one clip broken at the hook side leg. R & d was consulted for this complaint issue and it could not be determined what exactly caused the clip to break at the hook side leg. It is possible that improper loading technique could have caused or contributed to this break, but this could not be confirmed since no other clips were returned. It is also possible that the end user could have used misaligned/damaged appliers, however the appliers were not returned for investigation. Therefore, although the complaint is confirmed, the root cause is undetermined. Teleflex will continue to monitor and trend on this issue.

Event description:
It was reported that on (B)(6) 2020, in (B)(6) hospital, doctor found clip broken during loading into applier prior to use on patient.